Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right ventricular (rv) lead dislodged, perforated the right ventricular apex and a pneumothorax occurred. A thoracotomy was performed to repair the perforation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.